Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 42500006402 lot number:62363391 brand name: persona ps narrow femoral, catalog number:42522400710 lot number:62284780 brand name: persona ps ve articular surface, catalog number: 42532007102 lot number:62354492 brand name: persona stemmed 5-degree tibia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01161, 0001822565-20180-1171, 0001822565-2018-01172. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient has personal injury after knee implant, no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.